Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could not be confirmed for collagen outside of the skin since the sample was not returned for evaluation. The IFU indicates that this can happen with thin patient's and provides instructions for how to address this situation. Based on the available information, the exact cause of the issue cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that there the angio-seal device was used on the puncture site of the right common femoral artery (cfa) for hemostasis after percutaneous coronary intervention (pci) using a 7fr sheath and guiding catheter was performed. As a pre-deployment angiogram on the puncture site revealed no stenosis or calcification, the device was determined to be adaptable for the patient. During the procedure, the collagen sponge came out of the skin and the hemostasis was difficult to be achieved. Then the collagen sponge was withdrawn along with the anchor and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. There was no health damage to the patient. The blood loss was less than 250cc's. The procedure before deploying the device was a pci. The size of the sheath ancillary used was 7 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was unknown. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product.